Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the permanent cautery hook (pch) instrument and performed a device evaluation. Failure analysis did not replicate nor confirm the reported complaint. The pch moved intuitively with full range of motion in all directions. The following was found during the device evaluation, but is not related to the initially reported complaint: the instrument was found to have a segment of the conductor wire dislodged from the conductor cap as it was exposed on the outside of the yaw pulley. The instrument passed the electrical continuity test. The conductor cap was properly seated within the distal clevis as the hook moves in yaw. The instrument was found to have thermal damage on the distal clevis. The conductor wire was inspected and no weld damage was found. The thermal damage to this instrument appeared to be due to an external source, e.g. Inadvertent contact with another energized instrument or due to contact with superheated biofluids at the surgical location. As of 4/16/2020, a review of the site's complaint history does not show any additional complaints related to this product and/or this event. A review of the instrument log for the permanent cautery hook (pn: 420183-12, batch/lot-sequence: n10171020-0144) associated with this event has been performed. Per logs, the permanent cautery hook was last used on (B)(6) 2018 on system sh0886. The alleged event occurred on the 5th use of the instrument. This complaint is being reported based on the failure mode noted in failure analysis investigations indicating the instrument had exhibited signs of thermal damage proximal of the distal electrode with no evidence or claim of user mishandling or misuse. At this time, it is unknown what caused the thermal damage to occur. While there was no harm or injury to the patient, failure analysis findings indicate that the damage could likely cause or contribute to an adverse event if it were to recur. Blank MDR fields: follow-up was attempted, but the patient information was either unknown or unavailable. Device expiration date was left blank as this instrument has 10 usages allotted to it, which are tracked by the da vinci surgical system. The alleged event occurred on the 5th use of the instrument. Thus, the instrument was not expired at the time. Implant date is blank because the product is not implantable. This report has been generated in response to FDA inspectional observations dated 06-mar-2020.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the permanent cautery hook instrument lacked its full range of motion. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.